Manufacturer narrative:
(B)(4). Product evaluated and customer's complaint of a leak was verified. The cause of the leak was due to a tear on the silicone segment below the upper fitment. The cause of the tear could not be determined. Based on the smartsite laser number and silicone tubing part number, the mfg database was reviewed; no quality issues were noted during production build period of this model for the failure mode reported.

Event description:
Customer reported lipids were found leaking from the bottom of the IV pump. It was noticed that the tubing was broken just below the clamp that is inserted in the pump. There was no pt harm. Although requested, no additional info was provided.